Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the lancet in his/her onetouch delica lancing device was not fully penetrating. On (B)(6) 2013 the medical surveillance specialist (mss) spoke with the patient to obtain and verify information; however, the patient did not want to answer follow up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue with the lancing device began at approximately 10:30pm on (B)(6) 2013. The patient reportedly manages his diabetes with an unknown type and fixed dose of insulin and denied making any changes to his usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms but states the emergency medical services (ems) was contacted for an unknown reason. The ems tested the patient using their meter (unknown brand) and observed a value of "425mg/dl." The patient was treated at the emergency room (ER) with IV fluids at approximately 11pm that night. At the time of troubleshooting, the cca noted that the subject lancing device was not being used for the first time. The patient's testing technique was reviewed but the issue remained unresolved. The patient had been using the lancing device for 8 year prior to the alleged issue occurring. The correct lancets were being used. A replacement product was sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly led to him requiring medical intervention by a health care professional after the alleged meter issue began.